Event description:
The pt noticed increased back pain for a few months and visited her physician. The hcp did a dye study which revealed a granuloma. The entire catheter was removed. The pump was emptied and left in place. The hcp planned to do a follow up magnetic resonance imaging to monitor the granuloma and possibly replace the catheter. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.